Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, a shaft break occurred. During preparation, the 2.75x16mm taxus liberte drug eluting stent (des) shaft broke. There was no contact with the patient. No complications were reported. Patient condition was noted as ok.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.